Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service rep fully cleaned the tube cooling system and lubricated the anodes. The system operates as intended.

Event description:
The customer reported that the system did not xray. No pt injury was reported.